Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the manufacturer's service technician observed a communication between the host and oxygen blending module (obm) was lost in the device's error log. The manufacturer's service technician replaced the obm printed circuit assembly (pca) and interface pca boards to address the issue. Additional findings not related to the malfunction/issue the manufacturer's service technician proactively replaced the trilogy o2 pm kit, detachable battery, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, and forty-three (43) micron filter. After all the parts were replaced on the device, the manufacturer's service technician performed the repair test and run-in test, along with the battery and valve checks on this device. The manufacturer's service technician determined the device was operational, and it was cleaned.